Event description:
On (B)(6) 2006, I underwent a right total hip arthroplasty procedure. I rec'd a size 56 mm pinnacle cup with a pinnacle metal liner 36 x 56 mm, and articul/eze metal on metal head, size 36 mm, -2, and a depuy summit tapered hip, size 6 offset. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort, on (B)(6) 2007, I underwent a revision of the right total hip arthroplasty. I rec'd a size 58 mm depuy outer shell with a pinnacle metal liner and a 40 mm +5 head. On (B)(6) 2008, I underwent debridement and closing of the postop incision and granuloma of the right hip and again admitted to hospital on (B)(6) 2008 for antibiotics and wound care due to an infection. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I have limited mobility and unable to perform community activities. I cannot walk for distances greater than 100ft w/o the need to rest. When I lie on my right side everything goes thumb. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip osteoarthritis. Failed right hip acetabular component.